Event description:
It was reported on (B)(6) 2026 that the patient presented with grade 3-4 degenerative mitral regurgitation (mr) and prolapsed posterior leaflet for a mitraclip procedure. During the procedure, imaging was challenging. A mitraclip was successfully implanted. During deployment of second clip, first clip had partial detachment from the anterior leaflet due to physical contact between the two clips. However, the second clip was successfully deployed to stabilize the first clip and further reduce the mr to grade 2. There was no clinically significant delay or adverse patient effects reported.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the lot that would have contributed to the reported event. Additionally, a review of the complaint history identified no similar complaints from the lot. All information was investigated and based on the information provided, the reported device damaged by another device caused damage appears to be due to procedural conditions, and due to this second clip interacting with the first implanted clip, leading to partial clip movement of that clip. There is no indication of a product issue with respect to manufacture, design or labeling.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported on (B)(6) 2026 that the patient presented with grade 3-4 degenerative mitral regurgitation (mr) and prolapsed posterior leaflet for a mitraclip procedure. During the procedure, imaging was challenging. A mitraclip was successfully implanted. During deployment of second clip, first clip had partial detachment from the anterior leaflet due to physical contact between the two clips. However, the second clip was successfully deployed to stabilize the first clip and further reduce the mr to grade 2. There was no clinically significant delay or adverse patient effects reported.